Event description:
This device was implanted on (B)(6) 2013 and remains implanted until this time. Configuration comment on (B)(6) 2013 states anti-tachycardia pacing was delivered during charging. Deliver anti-tachycardia pacing if last 8 rr>=240ms, burst pulses=b, r-s1=88%, decrement=20ms, chargesaver=on(1 episodes), smartmode=on.the physician was dr. (B)(6) in canada. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).